Manufacturer narrative:
The patient received two arthrosurface toemotion implants bilaterally and implanted one year apart. However, the exact dates are unknown. This report is for the first arthrosurafce toemotion device. The second report is filed under MDR# 3004154314-2018-0014. The reason for reported loosening is unknown. Root cause was unable to be determined as the device was not returned and necessary information to adequately investigate the reported event was not provided. Since no part and lot information was provided, review of the device history records (dhrs) of devices in question cannot be conducted. The instructions for use (IFU) document states that this type of event can occur and all risks are addressed in the risk documentation. The rep who attended the revision case stated that the patient's bone quality could have been a factor. Several factors such as stress/ physical loads on the implants, vascularity of the implantation site, surgical techniques employed during implantation, patient factors (such as age, current state of the immune system, bone quality, and sensitivity to device materials), and patient post-op compliance to rehabilitation procedures etc. , can have impact on the functional effectiveness of the implanted devices. The implant materials and combinations have decades of history for use in joint replacement applications. Also, the implant materials have been evaluated for biocompatibility to demonstrate safety for intended purposes. If additional relevant information is received, a follow-up report will be submitted. The patient was revised to a new set of toemotion components and the surgeon was satisfied with the outcome. Should arthrosurface receive any further information regarding this event in future, it will be documented and reported accordingly through a supplemental MDR.

Event description:
Arthrosurface was notified of a revision case where the patient had bilateral toemotion implants loosened.